Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." (B)(4) - battery / catalog number 1650de / expiration date 31oct2015 UDI #: unk. Device returned for eval on 13dec2016. No, device evaluation anticipated, but not yet begun. Device MFR date: 31oct2014. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30sep2015. Device returned for eval on 13dec2016. No, device evaluation anticipated, but not yet begun. Device MFR date: 30sep2014. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other before the batteries were down to twenty five percent (25%). In addition, the controller's power port one (1) was noted to be loose between connector and housing. The controller and two batteries were exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and two batteries were returned for evaluation. (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing but failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket. The displaced o-ring gasket is likely the reported "sealing ring. Additionally, it was observed that the serial port data cap was missing. The missing serial port data cap is not related to the reported event and was likely caused by the handling of the device. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors and displaced o-ring gaskets. Failure analysis of (B)(4) revealed that the unit passed visual inspection and functional testing; the reported event could not be duplicated during testing. Failure analysis of (B)(4) revealed that the unit passed visual inspection but failed functional testing; the battery was unable to power a controller. Supplemental testing revealed an open/intermittent ground connection within the battery output connector. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and (B)(4). (B)(4) was investigated under MFR- 3007042319-2016-02550.(cmp-18295), testing revealed that the battery passed visual inspection and functional testing. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received in the preliminary log file analysis identified additional battery (B)(4) was involved in the reported event. Additional device: (B)(4)-catalog-1650de , exp date- 03/31/2017, MFR date- 03/31/2017. Other devices already reported: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.